Event description:
It was reported by service report that the siderail will not raise completely and could not be locked in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link.